Manufacturer narrative:
Device analysis: visual examination revealed that the stent was 1 cm deployed at the tip and that there was a kink at the nose cone. Functional testing was completed using a stiff .035 guidewire. The wire was inserted into the sheath with no issue. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis confirmed the stent was partially deployed.

Event description:
It was reported that the stent partially deployed during prep. An eluvia drug-eluting vascular stent system was selected for use in the superficial femoral artery to treat a case of peripheral artery disease. During preparation for the procedure, it was noted that the eluvia us, 6x150, 130 cm was partially deployed outside of the patient. The eluvia was exchanged, and the procedure was completed with no patient complications.